Event description:
The date of explant surgery was incorrectly reported as (B)(6) 2016. The explant surgery was performed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709 serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, UDI#: (B)(4). Interrogation of the pump determined it was used to infuse dilaudid 40mg/ml for a total dose of 3.998mg/day, bupivacaine 30mg/ml for a total dose of 2.998mg/day, and clonidine 500mcg/ml for a total dose of 49.97 mcg/day. Analysis results for the pump were not available at the time of this report. A follow-up report will be sent when analysis is completed. Analysis results for the catheter were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received. The patient¿s indication for use was non-malignant spine/back pain, non-malignant pain, and failed back surgery syndrome. Device failures included catheter failure. Injuries included withdrawal, surgery, and hospitalization. Dates of injury included an explant surgery on (B)(6) 2016. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.